Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose of 226 mg/dl. Reportedly, customer believed the pump was not delivering insulin. Customer changed the infusion set 4 times and used the cartridge for up to 7 days. Tandem technical support educated customer on cartridge labeling. Customer reverted to manual injections.